Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and vela suprarenal aortic extension to treat an abdominal aortic aneurysm. During the initial implant after the placement of the bifurcated stent graft angiography was performed where a leak was confirmed, possibly a type iiib endoleak. The physician relined with a second afx2 bifurcated stent graft which subsequently resolved the endoleak. No further additional information or patient sequalae has been reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported intraoperative type iiib endoleak of the bifurcated device. Procedure-related harms and the device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be favorable post successful reline. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx2.

Event description:
Procedure planning: (B)(6) 2019; 2 videos.